Manufacturer narrative:
The pump has been returned to animas and evaluated on 03-aug-2018 with the following findings: the pump powered on to an illuminated display screen. The initial allegation could not be duplicated. There was moisture found on the internal components of the pump.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the display screen was blank and moisture was present on the display. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no allegation of an adverse event associated with this complaint.